Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system wireless trackers could not be observed by the navigation system. It was reported that the imaging system was draped and communication could not be established when the imaging system was not draped. The imaging system was restarted and communication could be established. There was a reported delay to the procedure of thirty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.